Event description:
It was reported that the patient presented to the ER due to patient notifier alert. The rv pacing lead impedance had decreased. No noise or inappropriate hv therapy was noted on the stored egms. The lead is scheduled for laser extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during device changeout, the lv and rv leads were found in the wrong device header ports. Physician rectified incorrect placement by switching the leads into the appropriate device header ports. Normal function ensued and the system remains implanted.